Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown sensor failure occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. In addition, early sensor expiration was found in connection to the reported allegation. The reported event of an unknown sensor failure is reportable based on the finding of a early sensor expiration. No injury or medical intervention was reported.